Event description:
It was reported that during a lso procedure, the bag broke break when removing the specimen. A small piece fell into the patient, but was retrieved without any harm to the patient. Unknown how the case was completed. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.